Event description:
We received an allegation of questionable results for 1 patient sample tested with calcium and creatinine assays on a cobas 8000 c702 module. The following results were obtained: creatinine: the initial result was 134 mmol/l. The repeated result was 93 mmol/l. Calcium: the initial result was 2443 mol/l. The repeated result was 746 mol/l. No questionable results were reported outside of the laboratory. The calcium and creatinine reagents' lot numbers and expiration dates were not provided.

Manufacturer narrative:
The field service engineer (fse) saw black particles in the filter of the incubation bath. The fse checked the filling of the cells and it was okay and he increased the pressure. On (B)(6) 2023 the fse changed the tubings on the rinse station and the rinse nozzle. He also did adjustments to the rinse level in the cells. The service actions resolved the issue.